Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument would not clip during the procedure. There was no delay in the case. They had another clip to replace the damaged item. They were only using the medium clip for a few minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained..

Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.010¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional observation(s) not reported by site: the instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement but would not release the clip.

Event description:
Refer to h10/h11 for follow-up information.